Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was unresponsive. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard was faulty. The field service engineer (fse) resolved issue by replacing the keyboard after confirming that there was nothing obstructing the affected buttons. A keyboard was tested and proactive inspection process. The system functioned as intended after the field service engineer repaired the device.